Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference mrf report: 1627487-2012-08448, 08450. It was reported that the pt had random intermittent stimulation. When the stimulation stopped randomly, the amplitude bar was displayed where it was set prior to shutting off. Diagnostic revealed high impedance on one lead. No further information is available at this time.